Manufacturer narrative:
The customer¿s report of a potassium overinfusion was not confirmed. Details and intended parameters were not provided by the customer. The pcu event log shows that at 9:15 pm on (B)(6) 2017 the pump module was programmed to infuse potassium/lidocaine 10meq in 100 ml to infuse over 1 hour. The infusion completed in 1 hour and was restored. This was repeated followed by multiple instances of the user changing the vtbi to 100 ml after each previous infusion. The device was idle several times between infusions. A final infusion was programmed at 7:27 am on (B)(6) 2017 for (B)(6) 2017. The infusion completed at 8:29 am and transitioned to kvo at 20 ml/hr. The module was channeled off at 8:41 am. The volume recorded as being infused during this period was 834.95 ml. The starting/ending volume of the fluid container cannot be determined through device logs. The device and disposable set were not returned for investigation. The root cause of the reported potassium overinfusion was not identified. (B)(4).

Event description:
The customer reported a potassium over infusion. There was no patient harm.